Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the qcpr meter stopped monitoring and was "alarming to find pads". There was no patient impact.